Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. E4 was inadvertently omitted on the initial manufacturer device report. H5 was erroneously selected on the initial manufacturer device report.

Event description:
An automated impella controller (aic) was found, during impella use in the ICU, to have a battery charging issue. The team troubleshot by changing the plug outlet, but when this did not remedy the issue, the team replaced the aic. The aic-to-aic swap occurred successfully. Support proceeds and no other intervention was shared/known.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Additional information received: "no harm. Potential harm existed though as an aic-to-aic transfer had to be done. Patient was fine and no issues occurred with that process. He was safely transferred onto the other aic".

Manufacturer narrative:
B1. (Is product problem) has been ticked to capture the malfunction code. B5. (Event description) has been added as a new info. D1. (Brand name) has been updated. H3. (Device evaluated by manufacturer?) Has been updated. The cause for the aic was not charging despite being plugged in due to a defective (broken) ac power cord set.